Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed low helium readings. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Device not accessible for testing: (4117/213) a getinge field service engineer (fse) reported that the customer's biomed called to cancel the request for service because he determined during verification of the reported issue that the unit may have not been fully docked in the hospital cart. Upon completion of our investigation, a supplemental report will be submitted. The name of the initial reporter has been abbreviated due to field character limit; the full name should read: (B)(6). The full name of the event site was shortened due to field character limit; the full name is: (B)(6) community healthcare.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.